Manufacturer narrative:
Device evaluated by MFR: a 16 x 2.50mm promus premier select stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified that the crimped stent was damaged from its mid section through to its distal end. The struts in the mid section were stretched and the struts at the distal end were lifted. The proximal undamaged stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no damage. A visual and tactile examination of the hypotube shaft found no kinks or damage. A visual and tactile examination of the shaft extrusion found no kinks or damage. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 21oct2021. It was reported that the device was unable to cross the lesion. The 80% stenosed, moderately tortuous and moderately calcified lesion was located in the left anterior descending artery. This 16 x 2.50 promus premier select drug eluting stent was selected, but device was unable to pass through the lesion. The device was removed and no patient complications resulted in relation to this event. However, device analysis identified stent damage.